Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the battery cap was not returned with the pump. A test cap was used for investigation. The battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The pump was exercised for 24 hours without power loss. The pump was opened and there were no issues found with the power circuit.

Event description:
There is no patient impact associated with this complaint. It was reported that the pump did not power on when the battery was replaced. The reporter stated that there was no audible tone and nothing appeared on the screen. No additional information is available. This complaint is being reported for the following conclusion: there is a possibility that an adverse event could occur if the pump powered off without warning during insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).